Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that there was a crack on the back side of pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for alleged cosmetic damage located at the retainer ring, battery tube, damaged battery cap, moisture damage and high bg found on (B)(6) 2021. Device received with partially broken ring. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. Device passed rewind test and self test. Pump was cut open to perform visual inspection and no moisture or physical damage. The following were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, cracked reservoir tube lip, cracked case (battery tube), cracked case-corner of belt clip rails, serial label damage (peeling), broken battery tube threads, partially broken retainer, missing o-ring (reservoir tube), corroded battery tube and minor scratches on lcd window. In summary, customers alleged damaged retainer ring and battery tube confirmed by visual inspection where a partially broken retainer ring, missing o-ring and broken battery tube/threads noted. Unable to confirm high bg. Battery cap damage unknown due to not knowing if insulin pump was returned with original battery cap. Moisture damage not confirmed after opening insulin pump up for visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.